Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a no reflow event occurred and the patient expired. The target lesion was located in the left anterior descending artery (lad) and was treated using three passes with the oad. Following treatment, the patient status began to decline and the device was removed. Two stents were deployed and imaging revealed no reflow. Cardiopulmonary resuscitation was performed and balloon angioplasty was performed multiple times to restore flow. A ventricular assist device was placed and the patient was transferred to intensive care. It was reported that the patient expired a few days following the procedure.